Event description:
The product was during a lar procedure. Reportedly, the staples did not form properly. The surgeon oversewed the incomplete staple line and performed a colostomy. The hosp has reported the pt's condition is satisfactory.